Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. One bag with one conforming clip and two malformed clips that appeared that were fired over the conforming clip was returned along with the instrument. Upon cycling the device, it was noted to be empty, locked out and the orange indicator did not show up. The device is designed to lock out when all the clips have been fired. Please note the indicator wheel failure is not related to the reported event. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device clips could not be firmly applied onto vessel causing oozing and continuous bleeding. One of these two returned instruments even fired two clips at the same time (clips will send back as well).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: were clips malformed? Were clips applied and then fell off of vessel? How much bleeding occurred (please quantify amount)? Was bleeding controlled during case? How was bleeding controlled? Was patient given blood products? Was there any change to procedure or post-op patient care? How was case completed?